Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2021-02313. It was reported that high impedance issue was observed on the lead resulting in the device unable to enter MRI mode. Upon lead review, lead fracture issue was confirmed. Patient is very active at work with heavy lifting duty. Patient has therapy. A surgical intervention is anticipated in the near future. It is unknown which lead had the high impedance issue and fracture issue therefore both leads are being reported. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the lead l2 location was explanted, and a new lead was implanted. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.